Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the ventilator's tidal volume failed to display and the flow sensor was not sensing properly. The device's external flow sensor was replaced to address the issues.